Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and drug ineffective "lack of drug effect." The patient's past medical history included cesarean section and parity 5. Concomitant products included nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy with broad ligament biopsy) and surgery (post right salpingectomy for an ectopic pregnancy/). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and drug ineffective "lack of drug effect". The patient's past medical history included cesarean section and parity 5. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy with broad ligament biopsy) and surgery (post right salpingectomy for an ectopic pregnancy/). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: event- other relevant history added. Reporter added. On 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, events ectopic pregnancy,vaginal haemorrhage, menorrhagia, device monitoring procedure not performed were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and drug ineffective "lack of drug effect". The patient's past medical history included cesarean section and parity 5. Concomitant products included nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left salpingectomy with broad ligament biopsy) and surgery (post right salpingectomy for an ectopic pregnancy/). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("perforation: protruding from tube in the cornual region") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 35-year-old female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included cesarean section and parity 5. Concomitant products included ibuprofen from 11-apr-2015 to 17-aug-2017, medroxyprogesterone acetate (provera)5-mar-2017 to april 2017, nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In may 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On (B)(6) 2017, 2 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (eft salpingectomy with broad ligament biopsy) and surgery (post right salpingectomy for an ectopic pregnancy/). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the fallopian tube perforation, ectopic pregnancy with contraceptive device, menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Concomitant medications added. Events depression, mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation: protruding from tube in the cornual region, abdominal area pain and back area pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), device breakage ('device fracture'), fallopian tube perforation ('perforation: protruding from tube in the cornual region') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 35-year-old female patient who had essure (batch no: c26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included cesarean section, parity 4 (on b)(6) 1999, on (B)(6) 2006, on (B)(6) 2008 and on (B)(6) 2012), bipolar disorder, multigravida, habitual abortion (spontaneous) (4), recurrent abortion (3) and ectopic pregnancy. Concomitant products included ibuprofen from on (B)(6) 2015 to on (B)(6) 2017, medroxyprogesterone acetate (provera) on (B)(6) 2017, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), back pain ("back area pain"), the second episode of menorrhagia ("menorrhagia") and post procedural complication ("post removal complications") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (eft salpingectomy with broad ligament biopsy, left salpingectomy with broad ligament biopsy and post right salpingectomy for an ectopic pregnancy/). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, abdominal pain and the last episode of menorrhagia had resolved, the ectopic pregnancy with contraceptive device, menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, back pain and post procedural complication outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, headache, menstrual disorder, migraine, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. She had received treatment for following events" pelvic pain, abdominal pain, menorrhagia, fracture". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event¿ device breakage, menorrhagia and post procedural complication¿ was added. Events¿ fallopian tube perforation, pelvic pain, abdominal pain and menorrhagia¿ outcome were updated to recovered/resolved. Essure removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture'), fallopian tube perforation ('perforation: protruding from tube in the cornual region'), uterine perforation ('perforation: uterus/essure coils protruding through the uterus above the cornua') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 35-year-old female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included cesarean section, parity 4 ((B)(6) 1999, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2012)), bipolar disorder, multigravida, habitual abortion (spontaneous) (4), recurrent abortion (3), ectopic pregnancy, menorrhagia, dysfunctional uterine bleeding, uterine fibroids, ovarian cyst, menses irregular, bloating, chronic cervicitis, endocervical squamous metaplasia and adenomyosis. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2017, medroxyprogesterone acetate (provera)(B)(6) 2017 to (B)(6) 2017, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2015, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), back pain ("back area pain") and post procedural complication ("post removal complications") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (eft salpingectomy with broad ligament biopsy, left salpingectomy with broad ligament biopsy, post right salpingectomy for an ectopic pregnancy/ and salpingectomy-unilateral, hysterctomy-uterus+cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain and heavy menstrual bleeding had resolved, the uterine perforation, ectopic pregnancy with contraceptive device, menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, back pain and post procedural complication outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. She had received treatment for following events" pelvic pain, abdominal pain, menorrhagia, fracture, perforation: uterus". Right: 8 trailing coils, left: 6 trailing coils. Lot number: c26966 manufacturing date: 2014-02 expiration date: 2017-02 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy, uterine perforation, fallopian tube perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information, patient medical history, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture'), fallopian tube perforation ('perforation: protruding from tube in the cornual region'), uterine perforation ('perforation: uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 35-year-old female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included cesarean section, parity 4 (((B)(6) 1999, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2012)), bipolar disorder, multigravida, habitual abortion (spontaneous) (4), recurrent abortion (3) and ectopic pregnancy. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2017, medroxyprogesterone acetate (provera) (B)(6) 2017 to (B)(6)2017, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), back pain ("back area pain"), the second episode of menorrhagia ("menorrhagia") and post procedural complication ("post removal complications") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (eft salpingectomy with broad ligament biopsy, left salpingectomy with broad ligament biopsy, post right salpingectomy for an ectopic pregnancy/ and salpingectomy-unilateral, hysterectomy-uterus+cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain and the last episode of menorrhagia had resolved, the uterine perforation, ectopic pregnancy with contraceptive device, menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, back pain and post procedural complication outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, headache, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. She had received treatment for following events" pelvic pain, abdominal pain, menorrhagia, fracture, perforation: uterus". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: perforation: uterus and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture'), fallopian tube perforation ('perforation: protruding from tube in the cornual region'), uterine perforation ('perforation: uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 35-year-old female patient who had essure (batch no. C26966) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included cesarean section, parity 4 (((B)(6) 1999, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2012)), bipolar disorder, multigravida, habitual abortion (spontaneous) (4), recurrent abortion (3) and ectopic pregnancy. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2017, medroxyprogesterone acetate (provera) (B)(6) 2017 to (B)(6) 2017, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). In 2017, the patient experienced menstrual disorder ("abnormal menstruation issues"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal area pain"), back pain ("back area pain"), the second episode of menorrhagia ("menorrhagia") and post procedural complication ("post removal complications") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (eft salpingectomy with broad ligament biopsy, left salpingectomy with broad ligament biopsy, post right salpingectomy for an ectopic pregnancy/ and salpingectomy-unilateral, hysterctomy-uterus+cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain and the last episode of menorrhagia had resolved, the uterine perforation, ectopic pregnancy with contraceptive device, menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, back pain and post procedural complication outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, headache, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: shortly after experiencing these complications, plaintiff saw her physician due complications from the essure device and received treatment. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defects. She had received treatment for following events" pelvic pain, abdominal pain, menorrhagia, fracture, perforation: uterus". Lot number: c26966, manufacturing date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.